Manufacturer narrative:
The reported complaint was confirmed by the service repair tech (srt). The hand piece was operated with a service drive cable. The device operated to specification and was not noisy. The noise was isolated to the flexible drive cable. It was originally reported by the facility that there were no functional issues, but the drive cable lacked lubrication and had a bend near the motor connector. This bend caused binding during testing of its operation. The drive cable casing and core were replaced by the srt. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a grinding noise in the sternal saw, but the saw still functioned. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.